Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding another event. The hp stated that when they unhooked the extraneal bag only (not changing out the rest of the supplies) and added a new bag the alarm was resolved. There was no fluid coming out of that extraneal bag. The hp did not keep the bag sample. The hp stated that the lot number was unavailable. The hp stated that they were able to resume therapy successfully with new supplies. The hp stated that therapy had since been going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed because the customer reported that during trouble shooting of a restricted solution flow situation, the patient switched a solution bag, which is a use error/poor aseptic technique. However, the root cause was undetermined.